Event description:
Pt obtained two result of 96 and 129 mg/dl within 10 minutes. No symptoms were reported at the time of testing. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt performed two control solution tests, both failed. The meter, strips and control solution were replaced.

Event description:
The patient called lifescan (lfs) on 9/7/05 and alleged that his meter was reading inaccurately erratic. He obtained two results of 96 and 129 mg/dl within 10 minutes. No symptoms were reported at the time of testing. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The patient performed two control solution tests, both failed. The meter, strips and control solution were replaced.